Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (uterus, cervix, tubes and coil removed). Essure was removed. At the time of the report, the back pain had resolved. The reporter considered back pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: lower back pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus') and back pain ('lower back pain') in a female patient who had essure inserted. The patient's previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included pregnancy with mirena. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and back pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (uterus, cervix, tubes and coil removed)). Essure was removed. At the time of the report, the uterine perforation outcome was unknown and the back pain had resolved. The reporter considered back pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media report: new event perforated uterus added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated uterus') and back pain ('lower back pain') in a female patient who had essure inserted. The patient's previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included pregnancy with mirena. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and back pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (uterus, cervix, tubes and coil removed)). Essure was removed. At the time of the report, the uterine perforation outcome was unknown and the back pain had resolved. The reporter considered back pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a deletion case. This case is found to be duplicate of case (B)(4). Legacy device report num 2951250-2019-11654. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (uterus, cervix, tubes and coil removed). Essure was removed. At the time of the report, the back pain had resolved. The reporter considered back pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: addition of imdrf codes (quality safety evaluation) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.